Event description:
Perforation of uterus at time of procedure. Device migration discovered at hsg 3 months later. Left in body. Multiple autoimmune symptoms as well as chronic pain in neck, back, ovarian cysts, dating from 2007 to 2019. Have had been diagnosed with cervical radiculopathy, joint swelling, arthritis, raynaud's disease, anxiety, depression, fatigue, livedo reticularis, hair loss / thinning. Essure (to be removed at (B)(6) clinic on (B)(6) 2019).